Manufacturer narrative:
On 07/11/2022 downloaded the logs and sent logs to r&d for analysis. Could not confirm the customer¿s complaint of the device experiencing an unexpected shut down during infusion. The device passed the self-test. The device passed performance verification testing (pvt) testing. The device passed the volume accuracy pvt test with results of 20.5 ml. In a review of the event alarm log history, there were no relevant events that show the device having experienced any uncontrolled shutdowns. Ran customer protocol of rate = (B)(4). For the duration of 24 hours. Start time is 07/12/2022 @ 10:30 am. The end time was 07/13/2022 @ 10:30 am device passed customer protocol delivering approximately 922 ml. The probable cause for the customer¿s complaint could not be found. Engineering evaluates the pump stopped infusing due to the door being opened during delivery. The door was then closed but immediately reopened and, thereafter, was left open preventing restarting of the infusion. The on_off button was subsequently pressed to power the pump off. The pump infused at 38.4 ml/hr. For a total of 7:44:42 hrs. Delivering 254.7 ml (which differs from the expected delivery of 254.0 ml by 0.7 ml for an error of 0.3% which is within the designed delivery accuracy tolerance of +/- 5.0 %). Engineering evaluates the infusion stopped correctly on the door being opened and turned off correctly in response to manual pressing of the on_off button. Engineering evaluates the pump performed correctly as designed. The customer¿s complaint could not be confirmed. Additional information: d9 - product received date - 7/11/2022.

Manufacturer narrative:
The device evaluation is ongoing. As additional information is received; a supplemental report will be submitted.

Event description:
It was reported that a plum 360 pump unexpectedly shut down while infusing levophed to a critically ill patient who was initially hospitalized with a urinary tract infection (uti). The patient was reported to have experienced cardiac arrest requiring intervention. Medical intervention required chest compressions, epinephrine, bicarbonate, and calcium. The patient was reported to have returned to spontaneous circulation with no additional harm noted. The dosage of the initial infusion was reported as norepinephrine 16 mg [0.05 mcg/kg/min] plus premix diluent 250 ml(unknown manufacturer). The device was programmed with a volume to be infused (vtbi) of 32.81 ml/hr; vtbi: 33.4. The pump was reported to have been plugged into the wall, no additional issues with the pump were noted prior to the incident. During the initial review of the pump¿s logs by the clinician, it was stated that there was no report of the pump being off when the event occurred. No additional information is available at this time.